Manufacturer narrative:
According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during a colonoscopy with banding procedure performed on (B)(6) 2019. According to the complainant, prior to the procedure, it was noticed that the suture bunched up and was caught inside the ligator cap. Eventually, the suture was able to be assembled, and the procedure was completed with this device. Additionally, there was no difficulty when setting up the device. There were no patient complications reported as a result of this event.